Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they think they may have a urinary tract infection (uti) because they had been going to the bathroom a little frequently and they get a little stab feeling. The patient had not talked to their healthcare provider (hcp) at the time of the report, but would be following up with them on the thursday following the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the patient was on antibiotics and still had not gotten the uti test results back. No further complications were reported/anticipated.